Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed to stop or alarm in the presence of air and continued to infuse until air was close to reaching the patient. The patient was receiving iron at the time of the incident. Fortunately, the nurse intervened and stopped the infusion before air entered the patient's line. The device was returned, and an investigation revealed that all tests and met specifications. The reported issue could not be confirmed, and no issues were identified. A review of the serial number history indicated no similar complaints associated with this device. As a result, the cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed to stop or alarm in the presence of air and continued to infuse until air was close to reaching the patient. The patient was receiving iron at the time of the incident. Fortunately, the nurse intervened and stopped the infusion before air entered the patient's line. No patient harm was reported.

Manufacturer narrative:
This supplement serves as a correction. The reported CAPA- zm2023-23 was incorrect.. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode.